Event description:
Information received by medtronic indicated that the console was a coaxial ocon (baseline flow icon) the screen following startup. The user switched to their second cryoconsole and was able to successfully complete the case using the same catheter. There were no known patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Echnical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed by field service engineering. Console n-6175 failed the inspection due to a defective check valve (cv4).